Event description:
Device malfunction: difficult to remove balloon entangled in stent. Adverse event: left mca stroke. Time of malfunction/adverse event: balloon entanglement during procedure; stroke at the end of the procedure. It was reported that, during a lic artery stenting procedure, in 2006, the balloon entangled in the deployed stent and the pt experienced a stroke. There was moderate tortuosity at the lic bifurcation and the lesion was heavily calcified and had 80-90% stenosis. An accunet filter and acculink stent were successfully placed at the target sites and everything went as expected until post-dilatation, accunet compatible, viatrac .014 balloon was advanced over the accunet .014 wire and post-dilatation was performed. After balloon deflation, the balloon became stuck in the deployed stent and there was difficulty removing the deflated balloon. The balloon delivery catheter was slightly advanced and rotated circumferentially in a 10 second time frame and the balloon was removed intact. After balloon manipulation the pt experienced a left mca infarct and was flaccid on the right side. The pt died six days later as result of the stroke. No add'l info is available.

Manufacturer narrative:
The acculink mentioned is being filed under MFR #3004742046-2006-00486. The accunet mentioned is being filed under MFR #3004742046-2006-00485. During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.